Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 126 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Ustomer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that supplies would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.